Event description:
The costumer reported the event occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: b5, d4 (serial number), h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified for the primary device, however based on the results of the investigation, the probable cause of the "no image¿ and the "incorrect aspect ratio" malfunction is related to a concomitant device and would likely be combined processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical assistance center (tac) support assisted the customer, during the call, tac recommended several trouble-shooting options. Those included adjusting the aspect ratio on the display unit and changing out the cabling. The customer called back to note another imaging issue. However, after discussing it with tac, the customer discovered that the cable had been plugged into the incorrect port. After changing port, the issue was resolved on the first display. The second display was still experiencing issues and noted to be a faulty unit. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, high definition lcd monitor had the aspect ratio on the first monitor is not correct and no image on the secondary one. There were no reports of patient harm. This report is related to report with patient identifier (B)(6).